Event description:
On 2007, a dme dealer notified gfhp, via telephone and reported that during usage, a rollator's right front wheel broke-off from the leg and caused the end-user to fall. At the time of the report, it was stated by the dme dealer, that medical attention was not sought by the end-user. Upon further investigation and conversing with the end-user, the end-user reported that he had gone to the emergency room and received a cat scan. The end-user reports that he is ok today.